Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened dome. No button error alarms were noted. The keypad connector was inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received button error alarm. The customer's blood glucose level at the time of incident was 539mg/dl. The customer treated with the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.